Event description:
The customer reported that their central station crashed, resulting in the inability to hear alarms.

Manufacturer narrative:
The customer reported that their information center shutdown unexpectedly over the weekend, resulting in the inability to hear alarms and a patient death occurred. It was described that the system had shut down 6 times in the past week. The customer was contacted for further details, at which time it was determined that the patient was expected to die and that nursing staff were in attendance at the time. The patient incident was deemed to be unrelated to the device shutdown. The field service engineer (fse) was contacted as well, and it was stated that this customer has a history of reboot problems on some of their devices dating back to 2007. The specific cause of the issue at that time was not determined. In this most recent series of reboot/shutdown events, the fse installed the a.01.18 operating system update and updated the nls (native language support) catalog as well. The customer ordered a replacement motherboard and memory for this device as a precaution only, and a search in clarify found no additional reports of this issue. We will consider that the actions taken by both the customer and the fse have resolved the issue, though the specific cause remains unknown.